Event description:
The customer reported that no value rubella immunoglobulin g (igg) low level quality control results with instrument generated flags were generated on an unicel dxl800 access immunoassay system on two days. This report represents the no value rubella immunoglobulin g (igg) quality control results generated on (B)(6) 2012. The instrument generated flag was an indeterminate flag which is indicative of a result that cannot be distinguished from a system failure. There were no patient results generated in connection to this event. There have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event.

Manufacturer narrative:
Service was not dispatched for this event. Beckman coulter inc. Assessment of customer supplied performance data indicated that a previously executed ((B)(6) 2012) calibration's s0 calibrator relative light units (rlus) were higher than beckman coulter inc. In house release, as well as the rlus associated with the (B)(6) 2012 qc results. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that quality control assessments were performed on each day during the timeframe of the event. All qc values were within two standard deviations of the customer's established means. A routine system check performed prior to the event passed within the instrument's specifications. The cause of this event is unknown and could not be determined based on the supplied information associated mdrs: 2122870-2012-00597 and 2122870-2012-00598.